Manufacturer narrative:
The date of the event is estimated.

Event description:
It was reported that the patient's left l3 drg lead was protruding through the skin. As a result, surgical intervention took place on (B)(6) 2024, where in the lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that on (B)(6) 2024, the left drg lead was cut and left implanted and not explanted. The same left drg lead eroded again and on (B)(6) 2024 physician explanted the entire lead to address the issue. Related manufacturer reference number: 1627487-2024-11413.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.